Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +19.50d) was implanted in the right eye in 2024. Postoperatively, the patient underwent 2 light adjustments and no lock-in treatments. The site reported an area on the lens consistent with polymerization and the lal+ was explanted (B)(6) 2025.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).